Manufacturer narrative:
The returned device was evaluated and the soft cannula was found to be internally torn and leaking, 0.22 inches from the nail head, causing corrosion, insufficient batteries and a hazard alarm. The internally torn soft cannula is confirmed as the cause of the reported event.

Event description:
A patient reports while wearing a pod between 4 and 24 hours their blood glucose level had rose to 331 mg/dl. In addition the patient reports they received a pod hazard alarm during operation.